Manufacturer narrative:
On (B)(6) 2021the mentor failure analysis lab has received the device for evaluation. Patient had an explantation on (B)(6), 2021. The investigation of the returned device was completed by the failure analysis lab on september 21, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 325cc breast implant had an area of siltex cracking on the anterior view. Additionally, a tear measuring approximately 0.3 cm was noted within the siltex cracking. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with a 325cc mentor siltex round moderate profile saline breast implant experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.